Manufacturer narrative:
Analysis found that the hand piece was stalling but working. There was foreign material built up on the rear bearings and with non medtronic cable. Failed cable and all the internal parts were corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the hand piece was skipping during use on a patient. There was no patient impact.